Event description:
Caller reported blood glucose results of 311 mg/dl on advantage system 1, 119 mg/dl on advantage system 2 within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
Analysis confirmed the reported reset. The device repeatedly delivered hv therapies due to oversensing t-waves. This is believed to have caused the low battery voltage, resulting in the reset. The reset was cleared and the device performed normally during testing.

Event description:
It was reported that the patient presented to the clinic after a vibratory alert in hardware reset mode (hwvvi) without defibrillation support. Review of device image showed hwvvi reset. The patient commented that he had received many shocks. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.